Manufacturer narrative:
The reported event of the setscrew could not be tightened to fix the lead in the header was confirmed. Analysis revealed that the physician was incorrectly inserting the wrench into the setscrew's inset. The wrench tip was not being aligned with the inset of the setscrew so that the wrench tip could drop into it and fully engaged it so that the setscrew could be tightened. The wrench was being inserted with the corners of the wrench going into the inset walls. The wrench will not go in to the inset that way therefore the setscrew could not be tightened. No device anomalies were found. The problem was user related.

Event description:
During an initial implant procedure, it was not possible to connect the lead into the header of the device due to setscrew damage. A new device was used to resolve the event. The patient was stable.